Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. No evidence was found indicating product error was a contributing factor. The need for corrective action was not identified. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was infection. There was delay from not being able to thread the instrument into the stem. The stem was left in place and total delay of surgery isn't available because plan of action was changed. The stem was not pulled out, this could've made the surgery shorter or longer if the stem gets out. The surgeon has difficulty with access to the threads in the stem with the slap hammer due to surgical approach. The stem was not ex planted. Only the cup, liner, screw and femoral head. Doi: unknown; dor: (B)(6) 2020; right hip.